Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, the phacoemulsification did not work. Additional information was received indicating the surgeon stepped on the footswitch by mistake and the procedure moved to the next step. He stepped back on the footswitch to proceed and complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and the reported event could not be replicated. The system was then tested and met all product specifications. The system was manufactured on may 12, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause was due to the surgeon inadvertently activating the footswitch and the procedure moved to the next mode. (B)(4).